Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter experienced coring. It was further reported ¿there is both rubber stopper core and the blue plastic from the actual adapter piece in the vial¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 22, 2019 - november 26, 2019. The device was received for evaluation attached to a drug vial and a solution bag. The device was in the activated position. Visual inspection revealed particulate matter in the attached drug vial. Two types of particulate matter were observed: stopper material from the vial and blue particulate matter consistent with the port adapter used to reconstitute the vial. The cause of the condition was determined to be a use error of multiple activations of the device. The labeling for this device provides instructions on how to activate the device by pushing the blue port adapter assembly into the white vial gripper until the flange collar meets the white vial gripper, and instructs the user to not pull the blue port adapter back out of the white vial gripper after reconstitution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.